Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor. The customer further reported that on (B)(6) 2020, he experienced symptoms described as "urinary infection, thirst, vomits, and abdominal pain¿. The customer self-presented at the urgent care where a healthcare professional found ketones in his blood. The customer refused to continue troubleshooting and ended the phone call therefore, it is unknown what treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.